Event description:
Customer received result of 6.5 mmol/l on the advantage plus system and result of 3.1 mmol/l on a professional aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Customer received result of 6.5 mmol/l on the advantage system and result of 3.1 mmol/l on a professional aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.